Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1160955) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer's son reported that the customer experienced dizziness and the customer received a reading of 98 mg/dl on her adc blood glucose meter, which was higher than she felt. Customer then fell to sleep, lost consciousness, and became unresponsive. Paramedics were called and responded. Customer blood glucose level was tested and received a reading of 51 mg/dl from the paramedics meter and 90 mg/dl from the adc meter. Customer was treated with glucose orally that looks like "cake frosting". Customer was transported to a health care facility. No diagnoses and treatment were provided. There was no report of death or permanent injury associated with this event.